Event description:
Literature: borowski a, littleton ag, borkhuu b, et al. Complications of intrathecal baclofen pump therapy in pediatric patients. J pediatr orthop. 2010;30(1):76-81. Summary: this article presents a retrospective review of the entire consecutive series of pediatric patients treated with intrathecal baclofen (itb) and pump implantation between 1997 and 2006 at one hospital. The aim of the study was to investigate an evaluate complications of itb pump implantation and maintenance in children with cerebral palsy and report the subjective opinions of parents/caregivers on the children. One hundred seventy four patients with a diagnosis of spastic cerebral palsy were included in the study. Reportable event: four revisions were required for skin irritation with wound dehiscence including skin breakdown or thinning. All of the patients had pumps implanted subcutaneously. All of the patients were treated successfully by changing the pump location to the subfascial location.

Manufacturer narrative:
(B) (4).